Manufacturer narrative:
Na

Event description:
It was reported that the physician decided to do a lead revision due to noise in the rv channel. The revision was successful, no noise noted on the new lead. The physician noticed an insulation break in the old lead, possible cause of noise observed. It is suspected that the insulation break has been there since initial implant.